Event description:
It was reported that the system 9800 had no image and was not producing x-rays. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the integrated gate bipolar transistor snubber circuit board and the x-ray tube were defective due to arcing in the tube. Both were replaced. The system was tested and found to be working as intended and placed back into service.